Manufacturer narrative:
Per report, "customer called stating that her blood pressure monitor continuously displays an "error" message. She attempted to change the batteries, and tried plugging the unit into the wall using the ac-adapter, with no improvement. She is unable to obtain a blood pressure reading. Could not resolve." Customer also reported, "did not reply to first request because I did not have an adverse event and none of the questions apply. I reported all the attempts I made to get my blood pressure cuff to work as suggested by the troubleshooting guide." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer called stating that her blood pressure monitor continuously displays an "error" message. She attempted to change the batteries, and tried plugging the unit into the wall using the ac-adapter, with no improvement. She is unable to obtain a blood pressure reading. Could not resolve."